Event description:
It was reported that the rack pushrod on the pump was extended further, which led to difficulties loading cartridges. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.